Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak while using a homechoice cassette. The patient stated that they could not tell where the leak was coming from. The patient was connected at the time of the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.